Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support as a bridge to a durable left ventricular assist device left ventricular assist device (lvad). After 19 days of pump support, the pump abruptly stopped operating and could not be restarted. The impella cp was explanted and replaced with an lvad. The patient was noted to be stable on the lvad.

Manufacturer narrative:
The investigation has been completed. The pump was returned with the catheter cut proximal to the 50 mark. Biomaterial was observed around the impeller and the shaft. The purge gap was noticeably large. No blood was noted in the purge lumen. Only rt data logs were provided, with data ranging from (B)(6) 2021 at 16:28 through (B)(6) 2021 at 22:45. No pump stops were noted in the provided logs; however, the logs did not contain data from the reported date of the pump stop ((B)(6) 2021). The root cause of the pump stop was most likely bearing wear due to use beyond the intended design life of the impella cp c8. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high-risk cpi section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ section: troubleshooting the purge system: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped: ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿